Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was received in good condition. Visual inspection found loose part from microswitch assembly; two brackets switch that cause spot weld failure. No sign or trace of customer tried to fix/solder the microswitch. The complaint was confirmed. The root cause was the microswitch. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microswitch. The device passed all functional and delivery tests.

Event description:
It was reported that during a pre-test, there was an issue with the microswitch. The lever has fallen off causing an interlock alarm. No patient involvement was reported.